Event description:
Psychiatric electroshock, adverse effects include: severe, permanent and irreversible memory loss, severe headaches, disability, seizures, suicidal ideation, learning disability, severe short term memory loss, muscle tremors, severe depression.